Event description:
Reporter has implant replaced due to severe pain. She still has severe pain, is tired all the time, hot flashes, dry mouth, must sleep with something against her in order to sleep. She can't lift, can't scrub floors, has numbness in her fingers.